Event description:
It was reported that the pacemaker exhibited loss of capture on the right atrial (ra) and right ventricular (rv) channels. Undersensing was also noted on the rv lead. The pacemaker system remains in service. No adverse patient effects were reported.